Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081351 and mw5081492) on 04-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin calcium (lipitor), calcium, clonidine, levothyroxine sodium (synthroid), lisinopril, magnesium, melatonin, metoprolol, oxycodone hydrochloride; paracetamol (percocet), passiflora incarnata herb (passion flower), vitamin d nos (vitamin d) and vitamin k nos (vitamin k). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypovitaminosis ("vitamin deficiency"), ill-defined disorder ("illness"), feeling abnormal ("brain fog"), depression ("depression"), breast pain ("breast pain"), tenderness ("tenderness"), fatigue ("fatigue"), insomnia ("insomnia "), arthralgia ("joint pain"), back pain ("back pain") and abdominal distension ("bloating") and was found to have thyroid cancer ("thyroid cancer") and weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypovitaminosis, ill-defined disorder, thyroid cancer, feeling abnormal, weight increased, depression, breast pain, tenderness, fatigue, insomnia and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, breast pain, depression, fatigue, feeling abnormal, hypovitaminosis, ill-defined disorder, insomnia, pelvic pain, tenderness, thyroid cancer and weight increased to be related to essure (ess205). The reporter commented: an injury (hospitalization, intervention required) was mentioned but not specified and /or assigned to one of the events. Discrepancy noted in insertion date- (B)(6) 2008. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.